Event description:
It was reported during an unknown procedure, the device stapled, but would not cut. Then the device locked on the vein. The surgeon could remove the device with no bleeding or consequence to the pt. Another like device was used to complete the case.

Manufacturer narrative:
Evaluation summary: one scw45 device was returned open, with the handles opened at the seam and not properly loaded with a 1/2 partially fired tr45w cartridge that was noted to have the cartridge pan dislodged; however, the lockout tab was noted to be in normal condition. No functional test could be performed as the clamping and firing mechanisms were noted to be damaged. When disassembled, one firing trigger tooth and the yoke - where engages with the closure tube - were broken. However, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.